Event description:
Reporter alleged blood glucose measured in the 70s mg/dl on the hospital device compared to the customers meter reading of 114 mg/dl within a couple of minutes apart. It was stated customer compared the 114 mg/dl result back to back using new test strips and the reading was 61 mg/dl when testing was within another 10 minutes apart. Reporter stated glucose was 185 mg/dl earlier and customer had slurred speech as well as was weak so had some juice, but a relative took customer to the emergency room (ER) afterwards. Reporter indicated the ER result was 42 mg/ld 2-3 hours later, however, when treated with dietary adjustments elevated to the hospital result of in the 70s mg/dl listed above. No other actions or treatment was reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.